Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was unable to inflate or deflate the device. Upon revision, a fluid loss was found; the tubing leading towards the pump was split caused by the usage over time, and no fluid was located in the pump. Therefore, the ipp was explanted, a washout was performed, and a new ipp was implanted. No patient complications were reported.